Manufacturer narrative:
(B)(4).

Event description:
During a meniscal repair, the surgeon was utilizing an ultra fast-fix ab curved. The first implant t1 was deployed successfully into the meniscus. Upon the attempted deployment of t2 the implant would not release from the device. As a result t1 was left in the patient unsupported. The procedure was ultimately completed with a backup device on hand.

Manufacturer narrative:
Additional information received from the customer on 7/26/2013 indicated that t1 was not left in the patient unsupported as initial reported by the customer. Device evaluation: one device was returned for evaluation. Visual inspection confirmed that both t1 and t2 were present, contradictory to the reported complaint that t1 was deployed successfully and t2 failed to deploy. Functional testing was performed and by inserting the device into a model rubber meniscus and t1 and t2 deployed successfully. A review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. (B)(4).